Event description:
It was reported that the patient's device was in backup vvi. No further information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the backup vvi could not be determined.

Event description:
New information received notes that the device was explanted.